Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was double counting resulting in inhibition of pacing. All lead measurments were within normal limits.